Event description:
Reporter alleged that she obtained a result of 300-399 mg/dl on the advantage system while using expired strips and took 4 units of novolog. Reporter stated that she passed out at 4:30 pm, her daughter tested her on the same system with the same expired strips, obtained a 381 mg/dl and gave her 6 more units of novolog. Reporter stated that her daughter waited 10-15 minutes and called the paramedics who arrived 10 minutes later. Reporter stated the paramedics gave her an unknown amount of glucose after testing her with a result too low to register and took her to the hospital. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device.